Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance measurements of greater than 2500 ohms. The sensing and threshold measurements were consistent with the previous check; however, threshold measurements were elevated. The patient also had muscle stimulation near the device header area. This was noted to likely be due to a lead fracture. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that a surgical revision was performed. The lead was tested via the pacing system analyzer (psa) during the revision, and high impedance measurements of greater than 4000 ohms were reproduced. The physician was unable to re-cannulate the patient's coronary sinus; therefore, the lv lead remains in service in lv ring to rv configuration. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.